Manufacturer narrative:
At the time of the revision procedure the perfix plug was found to be "balled up." As reported the perfix plug was explant and discarded by the explanting facility. At this time, with the available information, no conclusion can be made as to why the problem occurred. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of 238 units released for distribution in october, 1999. Should additional information be obtained, a supplemental emdr will be submitted. This file represents the perfix plug (device #1). An additional emdr was submitted to represent the visilex mesh (device #2). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Discarded by user facility.

Event description:
The following was reported to davol: on (B)(6) 2000 - the patient underwent the repair of an inguinal hernia with the implant of a davol perfix plug (device #1). As reported following implant the patient frequently experienced pain. On (B)(6) 2012 - the patient underwent exploratory surgery due to having pain in the area of the repair. During this procedure the surgeon discovered the mesh (device #1) was "balled up", due to this the surgeon removed the perfix plug and replaced it with a visilex mesh (device #2). Following the second surgery it is reported that the patient continues to have pain in the area of the repair. As reported the area is swollen, and "has not felt right since the first hernia surgery was performed."